Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a persistent driveline fault alarm. Log files were sent for review. The log file continued to capture continuous driveline fault alarms throughout the event history. The phase data indicated further degradation of the brown wire since the last set of log files analyzed in february. There were no other unusual events recorded in the log file event history. The mechanical circulatory system (mcs) equipment was operating as intended.